Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the driving cap (p/n: 03.010.475, lot #: 2681392) was returned and received at jrz pal. After physical review of the device, it was observed that device is broken from the threaded tip. Broken fragment was not received. Rest of the device shows scratches/normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the complaint device. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to post manufacturing damage. Document/specification review: relevant drawing was reviewed and no design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap (p/n: 03.010.475, lot #: 2681392). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, the surgeon was hitting the drive cap to insert the proximal bend tibial nail when the drive cap broke off from the nail insertion handle. The insertion handle was tapped to insert the nail because the drive cap was broken off and the black threaded portion was still stuck inside of the insertion handle. The surgeon was able to complete the case successfully without added time or any adverse events. Fragments generated but they removed easily without additional intervention. This report is for a driving cap. This is report 1 of 1 for (B)(4).